Event description:
It was reported that the clinician attempted to send the electronic medication order of epoprostenol (veletri) 1.5mg in 100ml bag to the pump but there was an interoperability failure with associating the device to the electronic medical record (emr) epic. The error occurred when the bag concentration was changed with the patient's weight was the same in both orders. The clinician manually programmed the device with "new concentration" (3mg in 100ml), thereby doubling the dose. The customer would like to understand why the interoperability programming failed. There was patient impact with med titrated and required monitoring.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.